Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, degraded forceps passage due to deep scrapes, marks, and kinks inside channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device has simethicone on the inner tube. This issue occurred during reprocessing. There were no reports of patient involvement.